Manufacturer narrative:
Reliability analysis evaluated two opened/used reservoirs. The reservoirs passed per inspection, and no air bubbles were found during analysis. Also, checked the o-ring for defects and none were found.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she kept getting air bubbles in her tubing. Customer's blood glucose was 115 mg/dl at the time of the incident. Customer stated that the bubbles are in the tube and in the reservoir. Customer reported that the air bubbles are a quarter of an inch in size. Customer was advised to change the infusion set. Troubleshooting was performed but the air bubbles did persist after the set change. Customer stated that one time she had to change her site due to the air bubble issue and her blood glucose was over 400 mg/dl. Customer could not get her blood glucose down and she had a bubble that was 1 inch long. Customer stated that the air bubbles did not persist after a set change in the past event. Customer was advised that the infusion sets and reservoirs will be replaced.